Event description:
It was reported that during a da vinci-assisted surgical procedure, the tenaculum forceps instrument's wires broke. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Additionally, signs of corrosion were found on the instrument bearings. The pitch and grip input disk bearings exhibited orange discoloration. The complaint regarding the tenaculum forceps instrument wires broke was confirmed by failure analysis.